Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, open circuits were noted on 5 electrodes. There are plans to explant the device; however, this has not occurred as of the date of this report.